Event description:
Predilatation was performed with another company's balloon catheter at 8 to 14 atm for 30 seconds. The zeta stent delivery system (sds) was inflated at 14 atm for 30 seconds. An attempt was made to deflate the zeta sds, but this was not possible. When it was possible to deflate the sds a little, the physician removed the sds in the guiding catheter.